Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 1.5 and 3.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the sep8 bulb was fractured off and the cat8 distal shaft was kinked. The damage to the sep8 typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The damage to the cat8 typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as this may occur. The kinks in the distal shaft of the cat8 likely contributed to the sep8¿s bulb fracturing off its delivery wire. A mandrel was advanced through the cat8 by a penumbra investigator and the sep8 bulb was pushed out. Sep8 devices are 100% visually inspected during in-process inspection. Cat8 devices are 100% visually inspected during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00514.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac artery for a deep vein thrombosis (dvt) using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, while aspirating thrombus, the physician noticed that the sep8 was not retracting back into the cat8 despite pulling it back. The physician then noticed that the bulb of the sep8 appeared to have become disconnected from the sep8. Therefore, the physician slowly advanced the cat8 in an effort to "resheath" the sep8 bulb. This effort was successful as the sep8 bulb was visualized within the cat8 under fluoroscopy. The physician then started to retract the cat8 from the patient under fluoroscopy guidance. The sep8 bulb appeared to be removed within the cat8 as both the cat8 and sep8 moved in tandem out of the visual field. The cat8 was quickly removed from the patient and under fluoroscopy, the sep8 bulb was not seen within the patient. Significant effort was then made to locate the sep8 bulb outside of the patient's body. The cat8 and aspiration tubing were both flushed, the sheath was checked and the canister was drained; however, the sep8 bulb could not be located. The physician continued the procedure using another manufacturer's device but was unsuccessful. The procedure then ended with no improvement to the dvt. While the devices were being packaged for return to the manufacturer, it was noticed that the cat8 was kinked. However, it is uncertain when the kinking occurred. There was no report of an adverse effect to the patient.